Event description:
It was reported that the patient faced an infusion set tape did not stick after being in use event on 17 apr 2026. The blood glucose was 300 mg/dl at the time of event and the patient was treated with pump correction.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.